Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k021819.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report an issue programming the one touch ultrasmart meter with the calibration code number. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6), 2010 the patient had an issue and was unable to program the reported meter with the correct calibration code number for the lot of test strips in use. After the use of the meter, the patient took her usual dose of the oral diabetes medication glipizide 10 mg. One hour later, the patient experienced the symptom of shaking; she did not seek any medical attention or treatment. The issue was resolved during the troubleshooting telephone call with patient education. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to program the reported meter with the correct calibration code number. Therefore this complaint is being reported.

Event description:
Stonetome stone removal device was used in the common bile duct during a procedure to remove bile duct stones performed on (B)(6), 2010. According to the complainant, after the cutting of the papilla, while trying to remove the stone from the bile duct, they noticed that the tip of the cutting wire was separated. No wire fell in to the patient. The procedure was completed with subject device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/01/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.